Event description:
Consumer called stating that she "is allergic to k-y" she stated that three years ago she had surgery, and went into cardiac and respiratory arrest. She believes they had used k-y to lubricate a urinary catheter, however the chart was marked that she was allergic to the k-y product. She states that she was in coronary care for days and had " a severe vaginal rash with itch" she states that she has a histoy of allergy to the product as well as a history of sensitivity to phisohex.